Event description:
During an routine device exchange procedure, failure to capture was observed on the left ventricular (lv) lead. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.